Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad symbols are worn. There is no tears or peeling in the keypad. The down and ok buttons have an intermittent response. The up and contrast buttons respond properly. Removed the keypad and found contamination under all of the button contacts. The pump booted to the verify screen with dim pink contrast. There is a crack along the battery compartment threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.